Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 9/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings:. Confirmed 078-0008 errors (motor rewind error) in black box. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Opened pump to inspect motor related components.. Observed moisture/corrosion on motor connector and throughout motor drive circuit.